Event description:
Implant fracture.

Manufacturer narrative:
Implants regio 23,21,11,13 fractured. Construction was a removable denture placed on the implants. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implants.

Event description:
Implant fracture.